Event description:
It was reported that a user of the ilet with a dexcom g6 experienced hyperglycemia, with blood glucose around 257 mg/dl following a dinner that included a baked potato and while using a topical steroid cream. Customer support identified likely contributing factors as an unannounced or misannounced meal and possible infusion site issues. The reported infusion set type was cd. No alarms or alerts were reported. Symptoms included elevated blood glucose. Following remote troubleshooting and education, blood glucose stabilized to approximately 196 mg/dl. Education included review of appropriate meal announcement, site management, and allowing automated correction, along with a site change to a different location and continued monitoring for automated corrections. An investigation was conducted, including review of the user¿s report and remote troubleshooting findings. The investigation indicated that the hyperglycemia was likely related to inadequate meal announcement and potential insulin resistance associated with topical steroid use. The event resolved following site change and automated corrections. Based on previously established findings for similar reports, it was concluded that the cause was unclear but consistent with user-related factors and physiological effects from steroid therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.